Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate was misidentified. No health impact or consequence reported. This is report 5 of 5.